Event description:
"Treatment of unreduced elbow dislocations with hinged external fixation". Author: jesse b. Jupiter, md, et al., published by by the journal of bone and joint surgery, incorporated. According to the study, a total of 5 patients with an unreduced dislocation of the elbow without associated fractures were treated with open relocation of the joint and hinged external fixation at an average of eleven weeks (range, six to thirty weeks) after the initial injury, using for external fixation compass hinge elbow distractor; smith and nephew, memphis, tennessee) it was documented on the paper that 1 patient had breakage of a humeral pin; the reason for this complication may have been that the center of rotation of the elbow was not exactly centered in the hinge distractor, resulting in undue torque on the pin.

Manufacturer narrative:
It was reported from a literature review that the patient had breakage of a humeral pin. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. Based on this investigation, the need for corrective action is not indicated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. The paper was published in 2002. The author stated that the reason for this complication may have been that the center of rotation of the elbow was not exactly centered in the hinge distractor, resulting in undue torque on the pin.